Event description:
The patient was reportedly implanted with an unspecified manufacturer's pelvic mesh product(s) in 2009, at (B)(6), to treat her stress urinary incontinence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury; specific information regarding whether intervention was performed; specific information regarding why intervention was performed; specific correlation between device performance and alleged injury; current patient status.

Manufacturer narrative:
Brand name: product name unknown. Product common name unknown; product unspecified. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unknown; lot number unknown. Actual device not evaluated. Conclusions: root cause inconclusive due to lack of details provided by the complainant.